Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was removed due to "high voltage." The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the lv lead was explanted due to intermittent capture, and the lead was not replaced due to the patient being downgraded to a dual chamber implantable cardioverter defibrillator (ICD).